Manufacturer narrative:
This report is submitted on april 27, 2017.

Event description:
Per the clinic, the patient experienced a skin flap breakdown and an infection at implant site subsequent to sustaining a head trauma. The patient's wound was sterilized and dressed and the patient was prescribed with oral antibiotics (date and duration not reported). However the issue could not be resolved resulting in the decision to explant the device on (B)(6) 2017. The patient was reimplanted with a new device on the contralateral side.